Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 10 mg/dl back to back with a result of 170 mg/dl when testing was performed less than 1 min apart on the active s system. Reporter stated the customer was experiencing hypoglycemic symptoms during the time of the testing. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.